Event description:
It was reported that following pump replacement, the patient experienced acute baclofen withdrawal due to incomplete priming of the catheter tubing during the operative procedure. The patient was treated in the emergency room with ativan and close observation. Once the "dead space in the catheter cleared" and the patient received the required dose of baclofen, all symptoms resolved. The patient was monitored in the hospital overnight and was discharged the next morning with no further complications.

Manufacturer narrative:
(B)(4).